Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Pro code: dqx. PMA/510(k) number = pre-amendment . Investigation - evaluation : a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One safe-t-j heparin coated fixed core wire guide was returned for investigation. Elongation is noted at the distal end of the wire guide. Core wire at distal end is not connected to distal weld. Distal end of core wire is exposed 1.0 cm, 20.7 cm from the distal end. Safety wire is exposed 6.9 cm, 25.1 cm from the distal end. Safety wire is not connected at distal weld. The outer diameter of the tapered mandril and the coil were measured and were determined to be within the specified tolerance. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, while advancing the safe-t-j heparin coated fixed core wire guide to the target site, the physician noted a strange feeling/resistance. As a result, the physician changed out the complaint device and replaced it with another device. No additional information was provided. Additional information regarding patient¿s anatomy (scarring, calcification, or tortuosity) as well as other devices used in conjunction with the complaint device was requested but not provided